Event description:
The customer reported that the b6 error occurred during a procedure. The procedure was completed with the c-arm and without injury to the patient.

Manufacturer narrative:
This MDR is related to ge healthcare. The customer reseated the system floppy disk and was able to repair unit. He verified that customer rebooted unit successfully multiple times. Customer cancelled service.